Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on the available information, a cause of the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article, title ¿initial experiences with the mitraclip g4: review of the novel device features.¿

Event description:
This is filed to report mitral stenosis. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the pressure gradient was 2mmhg. One ntw was deployed on the leaflets, reducing mr to a grade of 1. However, the gradient increased to 6mmhg. Additional details are listed in the article, title ¿initial experiences with the mitraclip g4: review of the novel device features.¿ no additional information was provided.